Event description:
The customer reported that the system continued to fluoro without command. This occurred outside of a procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system/ signal interface board and control panel exposure switch were replaced. The system was tested and found to be working as intended.